Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, following a laser induced thermal therapy (litt), the patient experienced partial right superior quadrantanopia. The reported issue was reported to have occurred following the procedure. There was no reported delay to the procedure due to this issue. No additional information was provided.